Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic ID- 476 a patient isolate (escherichia coli) was misidentified as proteus mirabilis. The user verified the final result using kirby bauer testing. No health impact or consequence reported.